Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received and repaired at the service center. The complaint was confirmed. The following information was derived from the service report: "tornado": preventive replacement of o-rings performed. Motor does not turn: motor replaced (motor rusty causes default). Short circuit in the motor cable - motor cable replaced. Defective o-rings replaced. Unit cleaned. Functional test performed. Functional test completed. Safety test checklist enclosed. Hipot test completed. Electrical safety test completed. Fluid contact with the motor has the potential to cause corrosion of the motor, therefore, is a potential root cause for the motor being corroded. When the motor is corroded, it has the potential to cause the motor to seize, therefore is a potential root cause for the reported failure. Also, when there is a short circuit in the motor cable the device will not function as intended therefore is another potential root cause for the reported failure. The device is categorized under legacy manufacturing. A review of lot/batch history for each legacy fms product complaint is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the device had an unspecified malfunction. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.